Manufacturer narrative:
The insulin pump passed the prime, excessive no delivery and displacement tests. No excessive no delivery alarm noted. No cosmetic damage was noted. The insulin pump was received with minors scratched display window.

Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's blood glucose was 123 mg/dl. The customer stated their insulin was not expired or denatured. Customer has not tried different cannula lengths. Customer also stated their tubing was not bent or kinked. The customer did not want to troubleshoot as they have tried all remedies for the alarm. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.